Manufacturer narrative:
Other (night glare), other (droopy eyelid). Results (other): a lens work order search was performed and no similar complaint was found within the work order.

Event description:
The patient reported the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in her left eye (os) in 2008. The patient had bilateral implants on the same day. At the one day post-op visit, the patient has some shadowing in the right eye. At the six week post-op visit, the patient complained of night glare and halos and the left eyelid was droopy. At the three month post-op visit, the patient was not complaining of glare and halos or a droopy left eye. The patient is happy with the icl implants and the lenses remain implanted. The patient's current bcva is 20/15.